Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device manufacture date 07/19/2005. The DHR was reviewed and mrr number 93248 was found on raw material p/n 11020 lot number 4700046 for spiral defect on surface finish of supplier bar stock material. The material was returned to the supplier for sorting. This nonconformance is not relevant to this complaint condition because it is a visual issue on raw material. No issues were found during manufacture that would contribute to this complaint condition. This instrument is checked visually and functionally 100 percent at manufacture and passed.

Event description:
It was reported that the device broke during surgery. It was also reported the device malfunctioned during surgery while being used on patient. No additional information is available at this time. This is 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. The investigation could not be completed; no conclusion could be drawn, as no product was received.